Event description:
It was reported that a vns patient passed away due to sudep. The patent¿s neurologist stated that no autopsy was performed and the cause of death was unknown, but he did not believe the death was related to vns. The patient reportedly passed away while sitting in a chair, she made a strange noise, her body color turned gray, and CPR did not successfully resuscitate the patient. The patient was receiving vns therapy at the time of death and received seizure reduction with vns. Additionally, the patient was reportedly compliant with her aeds. The patient was (B)(6) at epilepsy onset and suffered from generalized seizures that could occur in nocturnally. The generator and lead were reportedly not explanted after the patient¿s death. No further relevant information has been received to date.